Event description:
Customer reports that he has placed many entriflex tubes. He has had two tubes "come apart". He says, the stylet is difficult to remove from the tube - resulting in the plastic end detaching and cutting open the end of his finger. He was exposed to blood and secretions.